Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed on (B)(6) 2019. Patient received 2 units of packed red blood cells(prbcs) for low hemoglobin and had experienced multiple dark bowel movements over the weekend ((B)(6) 2019- (B)(6) 2019). On (B)(6) 2019 patient received 2 units of prbcs and was started on octreotide drip. Patient was kept on clear liquids, bowel preparation and feeding status changed to nothing by mouth(npo) at 00:00 to prepare for scope on (B)(6) 2019. On(B)(6) 2019 patient had an esophagogastroduodenoscopy (egd) with video capsule. The colonoscopy showed some melena but could not be completed because the patient had a vasovagal episode along with a brief period of bradycardia and asystole that resolved immediately. Diet resumed and warfarin was held. Patient also was treated with IV proton pump inhibitors (ppi) and octreotide. On (B)(6) 2019 hemoglobin was stable, inr was subtherapeutic. Coumadin was held. Awaiting results of video capsule endoscopy( vce). On (B)(6) 2019 scheduled gi procedure but was canceled due to concerns regarding vasovagal event during previous procedure. Patient was treated with miralax and senna. Hemoglobin and hematocrit were monitored over the weekend. Double balloon enteroscopy(dbe) was planned for (B)(6) 2019. Patient was given 2 units prbcs. More preload decrease the patient's low flows due to recovery and intermittent suctioning with small left ventricle. On (B)(6) 2019 patient's vital signs were stable. The patient was given an additional dose of miralax. On (B)(6) 2019 the double balloon enteroscopy (dbe) was canceled, patient was given 1 unit prbcs. Patient was npo @ 0000. On (B)(6) 2019 the patient underwent the double balloon enteroscopy (dbe). The patient was without active bleeding lesions amendable to endoscopic interventions. Double balloon enteroscopy (dbe) was terminated early due to bradycardia. On (B)(6) 2019 the patient's hemoglobin remained stable, no overt gi bleeding noted. Patient was discharged home stable, acute gastrointestinal (gi) bleeding likely resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.